Manufacturer narrative:
Device received with critical pump error and pump error 35 due to moisture damage to force sensor. Device received with corroded electronic stack and corroded motor home switch. Unable to perform self test, sleep current measurement, active current measurement, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an open book image on the insulin pump screen as well as a broken force sensor was detected during seating or regular delivery alarm. The customer¿s blood glucose was 244 mg/dl. Customer stated that crack on the insulin pump at the back. Customer also stated that the insulin pump was exposed to moisture. Troubleshooting was performed. The customer was advised to insulin pump will need to be replaced and discontinue use of the insulin pump and recommended customer refer to the back-up plan. The insulin pump will be returned for analysis.